Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Nursing staff reported that the drawer appeared to come off the rails when pulling to open the farthest cubie pocket row e. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 and 2.2 drawers were not opening smoothly. A field service engineer identified missing dog bones on main drawer 2.1, installed the dog bones and tested the drawer using the hardware test application, verifying proper operation. The system functioned as intended after the field service engineer repaired the device.